Manufacturer narrative:
Concomitant medical products - model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2012. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) has sounded an audible alert. Upon interrogation it was discovered that the right ventricular (rv) lead had triggered an alert when the pacing impedance exceeded the programmed upper alert limit. Additionally, the rv impedance trends show several sudden excursions/spikes greater than the programmed upper alert limit. Reprogramming was completed and the lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.